Event description:
It was reported that attempts to assess atrial capture have proved to be inconclusive at best. It was also reported that the patient's intrinsic heart rate is fast and there were attempts to pace the heart at a slighter faster rate than the patient's intrinsic in (B)(6). It was further reported that the atrial ventricular (av) interval is not consistent and in some cases there is a atrial sense (as) marker right before the ventricular sense (vs), and in some cases there is a p-wave followed by an atrial pace (ap) then a vs at an unexpected interval. It was also reported that the atrial lead had repositioned. Thresholds and atrial sensing were all good at a subsequent follow up visit with no further issues reported. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.